Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va17jc9, implanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell off his roof on (B)(6), by (B)(6) he increased stimulation due to having leakage; he subsequently increased stimulation further on (B)(6) at 4.7 volts, (B)(6) at 4.8, (B)(6) 5.0, (B)(6) at 5.30. The patient further stated it was an 8 foot fall on his right side, he caused his pelvis and shoulder to misaligned, nothing broke per his neurologist. It was noted that the patient caused pain on his entire right side, as well as a sprained ankle on the left side, with bruising. He noted that the pain gradually went away. It was also mentioned that the patient had stimulation sensation in the left testicle, it was in the general area prior to the fall as well. It was noted that the change in therapy/symptoms were sudden. Additional information from the patient on (B)(6) reported the healthcare professional (hcp) stated the wire had shifted and they had provided the patient with 4 new programs. The patient stated they no longer had any pain in their left testicle. The patient stated the sensation was now balanced, and it no longer bothered the patient. The patient noted he was not leaking. The patient stated their neurologist realigned their hip and shoulder. The patient stated the stimulation sensation in the left testicle and sudden change of therapy had been resolved. No further complications were reported or anticipated.